Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system did not function as expected. The error message "knob adjust only" was observed indicating the gas flow could not be adjusted using the central control monitor. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.